Event description:
Procedure type: sigmoid resection. According to the reporter: the surgeon states that the stapling was good, but the device did not cut the tissue completely because it tore the tissue upon removal from the pt. There was some bleeding reported and the surgeon manually sutured the area to complete the procedure. Surgery time was extended by more than thirty minutes as a result. The pt is in well current condition.